Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol becomes cloudy. The iol was exchanged for another lens model in a secondary procedure. Additional information has been received and stated that some patients of certain races with this type of lens have similar issues.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in 5 pieces, typical of removal from the eye. One haptic is broken in the gusset area. The optic has deep gouge marks along with a large piece of edge material broken off. A large crack is observed. Marks are observed in the shape of a surgical instrument used to grasp the lens. Scratches are observed on both pieces of the optic. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The reported complaint was not observed. Lens damage was observed, which may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).